Manufacturer narrative:
This is one (death) for the same patient involving two separate products; associated mdrs #1225714-2014-01413 and 1225714-2014-01414.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2003 after the use of the product.